Event description:
It was reported that a spectrum iq infusion pump failed preventative maintenance for rate/volume during an unspecified process step. It was unknown if there was report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'fails preventative maintenance for rate/vol' was reproduced as the error percentage of accuracy test was out of specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the travel pressure plate. The travel pressure plate will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.